Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy. There were numerous stored egms of noise suggesting a lead fracture. After delivery of inappropriate therapy, all subsequent charges were aborted due to an output anomaly. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can during analysis. Further evaluation of the arc mark indicated the presence of lead material. Analysis found high voltage circuit damage on the device. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The cause of the output damage was found to be a lead anomaly.